Manufacturer narrative:
The system was checked and it was found that some parts of the probe connector had broken and become stuck in the chimney assembly. The components are being returned for further investigation.

Event description:
The customer reported that during the procedure, the laser output was poor and would not coagulate. The doctor closed the pt's incision and delayed the operation by over one hour until the laser system could be replaced.